Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attachment on both reamer handles were damaged and have been discarded. Identified before case and therefore had no effect on the outcome of the case. Damage: attachment for grater was bent. Grated could not connect.